Event description:
It was reported that during a port placement procedure, the sheath with dilator allegedly broke off. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8.0fr introducer peel-apart sheath, one vessel dilator and one guidewire straightener were received for evaluation. Visual and functional evaluations were performed. Material separation and other anomalies were not noted to the samples received. Therefore, the investigation is unconfirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h4, h6 (device, method, component) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath with dilator allegedly broke off. Additionally, the catheter allegedly could not be inserted properly. There was no reported patient injury.